Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor could not interrogate the pacemaker. No current information could be obtained through follow-up with the clinic. The implantable pulse generator (ipg) remains in use. Monitor status unknown. No patient complications have been reported as a result of this event.